Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11: the device was received for evaluation. During functional testing, 'ec 345' was not reproduced. A review of the event history log revealed ¿system error 345¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream thermistor out of range at 29. 3 f. The upstream thermistor requires replacement to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.